Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation, and has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: DHR review part number: 03.632.036, lot number: 7492386, release to warehouse date: december 20, 2013 manufacturing site is (B)(4) and supplied by avalign technologies - nemcomed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the screwdriver has broken but it did not happen during surgery therefore no patient is involved. This report is 1 of 1 for (B)(4).